Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6). Analysis of the wireless recharger wr9200 (serial#: (B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not charging the implanted neurostimulator. The issue started last night at 9pm. The green light is illuminated on the docking station. When they put the recharging device on the dock they are getting a scrolling light. On the call had patient do a hard reset of the device. Confirmed they are using the thick which charging cable. The troubleshooting steps that were taken on the call did not resolve the issue. A message was sent to the repair department to replace the recharger. Sent email to patient registration to update patient address.